Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the inner and outer enclosures were damaged as well as the battery housing. A functional evaluation revealed a failed weight test and a stiff slender arm. The piston migration was at 2.0 inches. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with intended use. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that, during setup for surgery, the case of the "spider 2 tenet" was noticed to be all cracked. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. Results of investigation revealed the device failed weight test and slender arm was stiff which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.